Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional mitraclip device referenced is filed under a separate medwatch report.

Event description:
This is filed to report the single leaflet device attachment (slda) with the implanted clip (80605u188). It was reported this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 4. A pediatric transthoracic echocardiogram (tte) was used due to the anatomy; imaging was suboptimal as there was no 3d or transgastric view. The first clip delivery system (cds) (80122u123) was advanced to the mitral valve; the anterior leaflet was fully grasped, however the posterior leaflet was only grasped at the tip. A second clip, (80605u188) was implanted lateral to the first clip. It was noted that both clips had now detached from the posterior leaflet, and remained attached to the anterior leaflet (single leaflet device attachment/slda). A third clip was implanted to stabilize both clips, reducing mr to 2-3. There was no clinically significant delay in the procedure. The patient is stable. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: brand name, catalog number. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify a lot specific product quality issue. The reported single leaflet device attachment(slda)appears to be due to a combination of patient morphology/pathology (friable leaflets) and user technique/procedural circumstances (difficulty in visualizing the clip). Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.